Event description:
The hosp reported that during a coronary artery bypass procedure, when the heartstring iii seal was deployed, the seal was not fully attached when the surgeon went to pull the device for removal. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for eval. It showed signs of clinical usage. There was evidence of blood inside the deployment tube and the body of the delivery device. The seal was returned completely unraveled and outside of the delivery device tube. The tension spring was returned with the blue tether attached and uncut. The green slide lock and the white plunger were depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. (B)(4).